Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. The patient was also given intravenous antibiotics. There were no additional adverse patient effects reported. The ra was explanted.